Event description:
It was reported that the device reached elective replacement indicator and that premature battery depletion was suspected. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors. Performance data collected from the device was analyzed. Battery depletion was indicated as time of recommended replacement time in save to disk was on (B)(6) 2012, device rrt <=2.62 volt. The weekly battery voltage trend data shows min battery was 2.64 to 2.62 volts between (B)(6) 2012. One patient alert for low battery voltage occurred on (B)(6) 2012.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery depletion was indicated as time of recommended replacement time in save to disk was on (B)(6) 2012 device rrt <=2.62 volt. The weekly battery voltage trend data shows min battery was 2.64 to 2.62 volts between (B)(6) 2012 and (B)(6) 2012. One patient alert for low battery voltage occurred on (b)(6 2012 02:15:03. (B)(4). The actual device was not received for evaluation. We did receive performance data (B)(4) collected from the device and have analyzed the data. (B)(4) battery voltage - battery depletion indicated/eri (B)(4) time of rrt in save to disk on (B)(6) 2012 device rrt <=2.62 volt. Weekly battery voltage trend data shows min bat=2.64 to 2.62 volts between (B)(6) 2012 and (B)(6) 2012. One - patient alert for low battery voltage on (B)(6) 2012 02:15:03.